Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, as the valve was deployed, a single line was visible from the valve inflow to the center. When the fluoroscopic angle was changed, an expansion issue was noted and an infold was confirmed. The valve was recaptured and withdrawn. A new valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. As the handle was turned to deploy the valve, the capsule did not move, but a rumbling sound was noted. It was observed that the handle was close to the right side as if the capsule had completely opened. Therefore, the capsule could not be opened any further and the valve was unable to be deployed. Subsequently, the valve and dcs were withdrawn from the patient, and a new dcs was used for valve implant. No adverse patient effects were reported. Additional information was received that during the initial fluoroscopic inspection of the valve load, a misload was not identified. However, upon reviewing the image after the procedure, a faint vertical line was observed and it was noted that a misload may have been the cause of the infold. A procedural delay occurred as a result of the infold. During the deployment attempt with the second dcs, no issues were noted upon turning the actuator, and the capsule responded when the deployment knob was turned as expected.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Corrected data: product analysis: correction from "the handle appeared intact." To "the handle appeared intact with no evidence of an actuator separation." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, as the valve was deployed, a single line was visible from the valve inflow to the center. When the fluoroscopic angle was changed, an expansion issue was noted and an infold was confirmed. The valve was recaptured and withdrawn. A new valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. As the handle was turned to deploy the valve, the capsule did not move, but a rumbling sound was noted. It was observed that the handle was close to the right side as if the capsule had completely opened. Therefore, the capsule could not be opened any further and the valve was unable to be deployed. Subsequently, the valve and dcs were withdrawn from the patient, and a new dcs was used for valve implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (unknown); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012054721); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012033759); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 ((B)(6)); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, as the valve was deployed, a single line was visible from the valve inflow to the center. When the fluoroscopic angle was changed, an expansion issue was noted and an infold was confirmed. The valve was recaptured and withdrawn. A new valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. As the handle was turned to deploy the valve, the capsule did not move, but a rumbling sound was noted. It was observed that the handle was close to the right side as if the capsule had completely opened. Therefore, the capsule could not be opened any further and the valve was unable to be deployed. Subsequently, the valve and dcs were withdrawn from the patient, and a new dcs was used for valve implant. No adverse patient effects were reported. Additional information was received that during the initial fluoroscopic inspection of the valve load, a misload was not identified. However, upon reviewing the image after the procedure, a faint vertical line was observed and it was noted that a misload may have been the cause of the infold. A procedural delay occurred as a result of the infold. During the deployment attempt with the second dcs, no issues were noted upon turning the actuator, and the capsule responded when the deployment knob was turned as expected. Additional information was received that the dcs actuator was likely separated.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system was received without a valve loaded within the capsule. The device was received with the capsule fully opened. The capsule appeared intact with no evidence of damage. There was a kink to the proximal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. The handle appeared intact. The device was returned with the end cap detached. The end cap was retracted to reveal both end cap clips had partial breaks, and with one having deformation to the clip distal end and one having slight deformation to the clip distal end. The reported event for unable to deploy could be confirmed in the analysis due to the condition of the end cap/screw gear snap fit clips. Implanted date removed d6b. Explanted date removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.